Event description:
Caller alleged discrepant results (precision) comparison of inratio test compared with lab results. Results as follows: date: (B)(6)2009: 1st_inr=3.7, 2nd_inr=2.6. Date: (B)(6)2009: 1st_inr=6.7, 2nd_inr=4.8.

Manufacturer narrative:
Summary: end-user reported precision discrepant test results. Troubleshoot revealed pt was on antibiotics. No products were expected to be returned. In-house test for retain strips was performed. Cv% from test were 0.00% and 2.11%. Product deficiency was not established. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. For investigation results, & in-house (precision) testing. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to returned. Inratio precision data provided by end-user lot: [per event details, customer is taking topical antibiotics]. 1st_inr=3.7; 2nd_inr=2.6. Inratio meter: mean: 3.15, sd: 0.38, %cv: 24.69. First_inr=6.7; 2nd_inr=4.8. Inratio meter: mean: 5.75, sd: 1.34, %cv: 23.37. (B)(4) (strip code: 3w945); comparative sys: sysmex 560. The allowable difference between the inratio inrs and sysmex inrs are calculated. At least two out of three replicates for both samples for each lot are within the allowable bias. These meet the above criteria, and then no further action is required. No strip deficiency was established. In-house precision calculation provided above. Donor-1: referenced: 2.1, in-house: 2.1, in-house: 2.1, mean: 2.10, sd: 0.00, %cv: 0.00% pass. Donor-2: referenced: 2.7, in-house: 2.1, in-house: 2.8, mean; 2.73, sd: 0.06, %cv: 2.11% pass. For each pair of replicates for each sample on each strip lot, mean and standard deviations were calculated. Inratio test results have 0% and 2.11% respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No strip deficiency was established. No further action is required.